Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a manufacturing record evaluation was performed for the finished device: product code: 04.019.044s, lot no: 869p040. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21-jun-2022, manufacturing site:jabil grenchen, expiry date:01-jun-2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction internal fixation (orif) surgery treating the humerus. After the surgery, the screw became loose in a lateral direction and penetrated the cortex. The patient has been claiming pain. On (B)(6) 2024, a removal surgery was performed as scheduled, and only the screw in question was removed. The surgeon commented that the cause of the event was likely due to the initial intraoperative reduction and not due to the implant. No further information is available. This report is for one (1) 4.5mm ti multiloc screw length 44mm-sterile this is report 1 of 1 for complaint (B)(4).